Event description:
The customer reported that the insulin pump was not delivering insulin. The customer received a no delivery alarm during the rewind and prime process. During troubleshooting, insulin exited the tubing and the insulin pump did not alarm no delivery while priming. Troubleshooting was performed again after the customer changed the set, and the alarm occurred once again, though insulin did exit during a 5.0 unit fixed prime. The customer's blood glucose was 457 mg/dl and she stated she would try and go on to do injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).